Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site for instrument evaluation. After evaluation of the instrument and the instrument data, the fse concluded that the cause of the discrepant troponin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant high immulite 2500 troponin result was obtained with one (1) patient sample. The result of the initial testing was normal. The sample was re-tested and a high result was obtained. The sample was re-tested an additional three (3) times. The discordant high result was not reported to the physician. The laboratory reported the normal results for the patient, since ck-mb was also tested, and the results were normal. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin results.